Event description:
A us distributor returned a monitor and reported monitor was displaying a service cod 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed due to defective r45 and q9 components on the computer/analog board, causing fault. The monitor was unable to pass detect and treat testing. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.